Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, cushion debris were found in the sterile package.

Event description:
It was reported that during inspection, cushion debris were found in the sterile package.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The device was returned for evaluation. Visual inspection revealed that loose cushion debris was present in the blister. The reported event occurred during the manufacturing process. Hhe evaluated the risk and severity for debris identified in sterile packaging. Issue evaluation was created to further investigate the reported event which falls within the scope of bridgend, UK manufacturing site. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.